Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year 6 months (the age is calculated from the date of implant to the event date). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was readmitted on (B)(6) 2019 with ongoing driveline infection. Interventions included debridement and IV antibiotics. Remained with wound needing wound care. The patient had recent hospitalizations and recent epistaxis. The patient had no signs of surgical bleeding or gastrointestinal bleeding. The patient received 1 unit of packed red blood cells on (B)(6) 2019 with adequate hemoglobin rise. No further information was reported. Event resolved on (B)(6) 2019.

Manufacturer narrative:
The referenced of the patient's multiple infection admissions was reported under medwatch report # 2916596-2019-02774 and medwatch report # 2916596-2019-03071this type of event has been previously investigated. Infection is an expected adverse event related to lvad therapy and identified in the IFU. A device malfunction cannot be confirmed. Trending will continue to monitor for any change in performance. No further information was provided. The manufacturer is closing the file on this event.